Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after experiencing heart failure symptoms and shortness of breath. It was noted that the right atrial and right ventricle were not capturing. The patient was in atrial fibrillation, the pulse generator did not show any atrial activity, and rather it mirrored the ventricular activity. X-ray imaging of the leads showed normal placement. The physician suspected the issues to be device related. The device was explanted and replaced. During the procedure upon plugging the leads into the new device, it was noted that the threshold on the right ventricular lead was high. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.